Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Conclusion: due to the age of the device, customer has been advised to remove from service.